Manufacturer narrative:
(B)(4).

Event description:
The pt's pump was interrogated. Interrogation showed that a motor stall occurred on (B)(6) 2011, when the pt had an MRI. The pt never came in to have her pump read after the MRI. The hcp updated the pump with a small bolus hoping to get it started again. It was determined that the pump was probably in a telemetry state and if it was interrogated again, they would most likely see the motor stall recovery message. After the pump was interrogated a second time, the logs showed a motor stall recovery message. The actual and residual volumes matched and the pt had no symptoms which further validated that the pump had been delivering drug the entire time even though the stall was noted on interrogation. The device system was used to deliver compounded baclofen.